Event description:
During perfusion, the device generated high water temperature and excessive blood-water temperature difference messages, and target temperatures were not achieved. Circuit temperature continued to decrease despite troubleshooting. Temperatures were maintained at approximately 29 °c using external heating, and the liver was ultimately discarded.

Manufacturer narrative:
The device was serviced on site and the reported issue was reproduced. The water pump was found not to activate and was replaced. Following replacement, the device maintained appropriate temperatures and passed all applicable testing. Review of perfusion data confirmed temperatures were below target during the event. The returned water pump demonstrated intermittent functionality during testing. The root cause of the intermittent pump performance could not be determined.

Manufacturer narrative:
The device was serviced on site and the reported issue was reproduced. The water pump was found not to activate and was replaced. Following replacement, the device maintained appropriate temperatures and passed all applicable testing.

Event description:
During perfusion, the device generated high water temperature and excessive blood-water temperature difference messages, and target temperatures were not achieved. Circuit temperature continued to decrease despite troubleshooting. Temperatures were maintained at approximately 29 °c using external heating, and the liver was ultimately discarded.